Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that only half of the screen of the insulin pump was working and they had high blood glucose level. The customer¿s blood glucose level was 466 mg/dl. The high blood glucose level was treated with the insulin pump. The customer declined troubleshooting for high blood glucose level and they are unable to troubleshoot for the partial display. The insulin pump will not be returned for analysis.